Manufacturer narrative:
Investigation summary: four photos were received and evaluated. The photos depict 5 assembled 5ml syringes with broken barrels and some with broken plunger rods. The photos are of very low resolution and could not be zoomed in for further close evaluation. No physical samples were provided for evaluation. Production review revealed there were issues during the assembly of the batch that required technician intervention. ¿written investigation with root cause and corrective actions is required. Please send material disposition as soon as possible (2,340 pieces).¿ root cause and corrective actions: disposition for 2,340 defective pieces: scrap. Probable root cause: (1) loose leak test plugs and assembly dial jam were likely responsible for damaged barrels and plunger rods. (2) inadequate containment of defect. It is possible that requalification activities were not performed correctly and a large quantity of defective product escaped detection. Corrective action: accountability actions will be pursued with the associates involved with the containment actions of the defect.

Event description:
It was reported with the use of the bd¿ non-sterile bulk pack 5ml slip tip syringes there was an issue with syringe deformed.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ non-sterile bulk pack 5ml slip tip syringes there was an issue with syringe deformed.